Event description:
The customer reported being hospitalized due to low blood glucose. The blood glucose reading was 170 mg/dl. The customer stated that the infusion set was changed and the insulin pump read 22.0 units for which she could not account. It was stated that the customer went to the hospital as a precaution in case she had over delivered. The customer stated when she left the hospital her glucose reading was 205mg/dl, and when she came back home, her glucose level dropped to 33 mg/dl. The customer stated that she treated with food and did not need to return to the hospital. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.